Event description:
It was reported that during a clinic visit, a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to recorded high out of range pacing impedances on the right ventricular (rv) lead. It was noted that the patient is pacing dependent. The health care professional (hcp) called technical services (ts) for further review of the stored daily threshold and impedance measurements trend report. Upon review, ts confirmed that the rv lead pacing impedances had gradually been increasing to measure greater than 2000 ohms. Ts discussed possible cause with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.